Event description:
It was reported that at the initial stage in connecting the ECG cable to piu of an atrial fibrilation procedure the body surface ecgs was not displayed. Upon further follow-up it was confirmed that the signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto 3 and ep recording systems simultaneously. The case was completed after the physician decided to connect directly to the pruka system bypassing the carto3 system. No patient consequence was reported.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that at the initial stage in connecting the ECG cable to piu of an atrial fibrilation procedure the body surface ecgs was not displayed. Upon further follow-up it was confirmed that the signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto 3 and ep recording systems simultaneously. The case was completed after the physician decided to connect directly to the pruka system bypassing the carto3 system. No patient consequence was reported. The carto 3 system associated with the reported incident was inspected by bwi service engineer. It was found that the outer plug was out when user set-up the carto 3 system prior to the procedure causing the disappearance of all the channels. It was also discovered that the backplane card and body surface ECG trunk connector were accidentally damaged by the physician when moving the patient bed. The damaged parts were replaced. The system was ready for use since then. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.